Manufacturer narrative:
(B)(4).

Event description:
The philips field service engineer (fse) reported that during testing after the implementation of philips field change orders (fcos), the device failed the user initiated operational check (opcheck) defib test, failed to recognize the pads cable/test load, and displayed the shock equip malfunction inop. The device had been removed from clinical service for the implementation of the fcos and had not bee returned to clinical use. There was no patient involvement.